Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: "not staying connected to brain." Additional notes provided by the facility¿s clinical engineering support services include: "a visual inspection showed that the right iui connector was very badly corroded, which was the most likely cause of the reported issue. I replaced it with a new one, and the unit stayed connected to the pcu for all of the tests I ran it through. Testing showed that the downstream pressure sensor was out of the proper voltage range, so I replaced both the upstream and the downstream pressure sensors. I recalibrated the unit, and ran it through its pm tests, with no further issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿